Event description:
It was reported that during the implant attempt, the physician attempted to place a ventricular lead, but the lead exhibited high impedances. Another lead was attempted, but also exhibited high impedances. The leads were not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.